Manufacturer narrative:
Concomitant product: positive pressure valve, MFR/model/lot unknown, therapy date unknown. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the extension set leaked at the filter site. There was no report of patient harm.